Event description:
The patient reported having fit issues. The dentist indicated several malocclusions as well as gingivitis along with a broken tooth that is infected and will require a root canal. The malocclusions will require endodontic surgery to correct. The dentist recommends stopping aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.